Manufacturer narrative:
This report is for an unknown drill bits/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent osteosynthesis surgery for tibia shaft fracture with the radiolucent drive. During the surgery, the drill bit with the radiolucent drive stopped working with the abnormal noise. It was not reported how the surgery was finished. The surgery was delayed by less than thirty (30) minutes. Patient outcome is reported as stable. This pc is related to (B)(4) which reports about the radiolucent drive. This report involves one (1) unknown drill bit: trauma. This is report 1 of 1 for (B)(4).